Manufacturer narrative:
Concomitant medical products: product ID 39286-65 lot# serial# (B)(4), implanted: (B)(6) 2011, product type lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 22-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller (pt's wife) initially called to determine MRI eligibility for pt. Called stated that pt had their second ins removed about two years ago because the pt was having so much pain from the battery pack and ins wasn't working or helping the pt. Pt was receiving lidocaine injections around the implant site to get the pain level down. Caller stated the pt's pain was so bad, they couldn't stand the pressure on the battery pack to lay on the charger to charge the implant, and the ins would deplete. Caller stated that when the implant was removed, the surgeon shared that the way the spinal column bones grew around the lead wires, it would be require "chopping away" of the spinal column and wasn't worth it to remove the leads. Caller stated that because the leads were left in place, pt has been told they cannot have an MRI, as it could "reactivate" the stimulator, even though the stimulator implant was removed. Pt has had a CT scan of the lumbar spine, but the actual leads are in the pt's thoracic spine (t7, t8). Pss advised caller that MRI tech or hcp can speak with mdt tech services as needed. The patient mentioned unrelated medical history including pt was in ER and had nerve burning procedure done "two weeks before" due to back pain, but caller confirmed it was unrelated the stimulator. Caller stated that the procedure was successful, but pt ended up in more pain, has had problems walking, and is experiencing loss of partial sensation in one of their legs. Caller confirmed that dr. Roland jones did the surgery to put ins in and dr. Brian russell did the surgery to remove ins. Both doctors are at capitol regional.